Event description:
The reporter contacted animas on (B)(6) 2012 stating that the ok keypad button had become hyper responsive and the membrane covering the ok keypad button seemed thinner than on the other keypad buttons. The reporter indicated that the tactile issue had occurred first. The patient continues to wear the pump. The reporter denied damage or moisture to the pump. The patient reportedly wears the pump attached to a belt and cleans the pump with a damp cloth. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had intermittent response. The up arrow, down arrow and ok buttons required multiple presses to evoke a response. The allegation of keypad button hyper-responsiveness was not duplicated during the investigation. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.